Manufacturer narrative:
Only the percutaneous lead was received. Manufacturer's investigation conclusion: the evaluation of the returned portion of the drive line confirmed wire damage that would have contributed to the low speed events and pump stoppages that were captured in the submitted log files. The submitted log file contained data from 12dec2019 through 30dec2019. The log file captured low speed events beginning on 29dec2019 followed by pump stoppage events with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the power module or the mpu. The alarms appear to resolve when the patient switches to battery power. Additionally, power elevations were captured during low speed events, up to 14.3 watts. No other atypical alarms or events were captured. The patient underwent an external drive line repair on 06jan2019. Approximately 18.5" of the drive line (s/n (B)(4)) was returned under work order # (B)(4). The proximal 6.5¿ was returned with the silicone jacket removed and the proximal 3.5¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed or pushed back. The metal connector pins, bend relief, and alignment indicators were unremarkable. An electrical continuity test of the returned portion of the drive line was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket, clear bionate layer, and metal braided shield were in good condition and appeared unremarkable. Upon removal of the metal braided shield, a kink was observed on the orange wire approximately 13.75¿ from the metal connector. Visual and microscopic inspection of the wires revealed a pinhole breach in the orange wire in the kinked location. This damage appears to be the result of fatigue failure due to repetitive flexing of the drive line in this area. No other wire damage was observed during visual inspection. The drive line was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of the orange wire contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground could have caused the low speed/pump stoppage events seen in the submitted log file while the patient was connected to the power module or mpu. The current heartmate ii lvas, discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of drive line damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. The current heartmate ii lvas patient handbook, contains a section on ¿¿¿caring for the drive line¿, however, all heartmate ii lvad drive lines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple speed drop and low flow events. The patient work up was thus far negative. The data showed low speed/low flow/pump off events on (B)(6) 2019 while using the mpu and later while using the power module. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the power module/mpu. An x-ray image did not show any obvious signs of shield breakdown on the external portion of the drive line. On 06jan2020 tech services arrived on site for external percutaneous lead repair. The percutaneous lead replacement performed approximately 5 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No further or additional information was provided.